Event description:
The customer observed error code 1007 unable to process test, activated read failure, while utilizing the architect i2000sr analyzer. The customer was using software version 9.1. There was no reported impact to patient management.

Manufacturer narrative:
Additional information for : address 2 (B)(6). Complete information for: rcr # 3016438761-10/06/21-003-c. The investigation determined this event was impacted by an issue identified in architect software versions 9.41 or earlier. A product correction letter was issued to architect customer¿s notifying them of the issues in architect software versions 9.41 and earlier. The product correction letter informs the customer that an abbott representative will schedule a mandatory upgrade of their system to architect software version 9.45 or 9.5 and provides necessary actions to take until their software upgrade has been installed.